Event description:
It was reported that during troubleshooting for an unrelated alarm, the home patient (hp) disconnected the final line bag, switched that bag with the second supply bag, and reconnected the second supply bag to the supply line on the homechoice (hc) during dwell three, while the hp was connected. The tsr advised the hp that the supplies were compromised and that the hp could no longer use this set up to continue the therapy. The hp wanted to try to resume using the same set up again. The tsr explained to the hp about getting a possible infection from reusing the supplies. The tsr assisted the hp with ending the therapy. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for use error - reuse of single-use product, where the home patient (hp) disconnected the supply bag and switched it with the second supply bag and then reconnected it to the line. Use errors and proper user instructions are addressed in -the homechoice and homechoice pro apd systems patient at-home guide,- which is shipped with every homechoice device. It instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.